Manufacturer narrative:
Eval summary: lens was returned submerged in clear solution inside a specimen cup. Both haptics are damaged. The optic has several areas of damage including scratches and broken/torn areas. Some optic damage extends through the central optic zone. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint. Damage was observed which may have been interpreted by the customer as the reported complaint of 'spot on lens'. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that it is not mfg related. Due to the presence of solution, and the condition of the returned sample, damage is most likely customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) was implanted in his left eye, the surgeon noticed a spot centrally on the iol and his vision seemed blurry. The lens was exchanged nine months after it was initially implanted. Another lens of same model was implanted. The second lens implanted became displaced and was repositioned three weeks after it was initially implanted. The pt's vision is now much improved. There are two med device reports associated with this event. This report was associated with the first iol that was exchanged. A separate report will be filed for the second iol that became displaced.